Event description:
High pressure drops values were noted across the oxygenator hollow fiber membrane compartment throughout the bypass procedure. At 3.5 lpm the pressure drop was greater than 500 mmhg. Arterial blood gas values were normal. The blood hematocrit remained normal though the patient experienced hematuria during the procedure and 2 day post bypass.